Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 11 oct 2018: it was indicated that there was a surgical delay of 2 minutes.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product name: attune knee system . Tibial and femoral impactors 254401003, 254401006 lot/batch/exp: au3207735, au3207741. Was the product being used in a clinical trial? No . Did the event happen during a procedure? Yes . Were you in the procedure at the time of the event? No. Event outcome/how was it managed? The attune femoral and tibial impactor fractured during implantation of the knee components. New trays were opened and new instruments used to implant the knee.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.